Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was confirmed for a cut/slice/hole in tubing. The root cause was not determined. A batch review was not possible since the lot number was unknown. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse contacted baxter regarding leakage found from the tubing of a transfer set. The nurse indicated that the product had been used for 100 days. There was no patient injury or medical intervention.